Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical services contacted the customer. The customer indicated that the samples are being exposed to temperature variations when waiting for pick up from the courier. The specimen being exposed to temperature variations is not consistent with glp (good laboratory practice). Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that glucose and potassium levels are dropping on their gold top tubes. It has been reported that the glucose and potassium levels are dropping on their gold top tubes when they are moved from one temperature to another.